Event description:
The manufacturer received information alleging a malfunction of a trilogy evo ventilator¿s active exhalation test step failed. No harm or injury was reported. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has been returned to a third-party service center for evaluation; however, the device evaluation has not yet been completed. Therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
The device failed calibration during active exhalation control module verification testing during the device evaluation at a third-party service center. Evaluation of the device confirmed the customer complaint. The 3-way solenoid valve and the proportional valve were replaced to address the issue. After the repair, the device passed final testing. Additional findings not related to the malfunction/issue: a label on the device was damaged and was replaced.